Event description:
It was reported that the patient¿s blood glucose reached over 250 mg/dl while wearing the pod for less than an hour. It was reported the needle deployed the cannula late. The patient then reported receiving a pod hazard alarm. Treatment information was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: phone_control_ios. Cloud - omnipod 5 software app version: 1.1.5. Cloud - smartphone operating system: 18.1. Cloud - smartphone hardware: iphone 17.3. Cloud - cgm sensor type: g6.

Manufacturer narrative:
The device was received deployed. The download data showed that an 0x42 alarm had been generated indicating rotational sensor minimum pulses between safety sensor trans. False open readings were observed during priming causing first prime to end earlier than expected and the firing flat to not line up with the release bar by the end of second prime. The device continued to operate after priming where rotational sensor malfunctions were again observed, causing the 0x42 alarm after 62 total pulses. A consistent blue hue was observed on the commutator cap. As the device was unable to be successfully rerun, it could not be determined whether the observed contamination would replicate and is the cause of the rotational sensor assembly malfunction and subsequent needle deploying late and reported 0x42 hazard alarm.